Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sleeve gastrectomy. According to the reporter: the xl handle and 60-4.8 reload were used for a sleeve gastrectomy. The handle made cracking noise on second firing on the antrum of the stomach. Continued using stapler but had misfire on the fundus. Staple line was incomplete; it only partially fired leaving unformed staples in the stomach and bits of green plastic and pieces of the handle in the abdominal cavity. The surgeon tried to remove as much as he could, but suspects that there are still bits of plastic in the patient cavity. The surgeon removed unformed staples from the stomach and completed another staple line closer to the bougie. The surgeon over-sewed the entire staple adding approximately 15-20 minutes to the procedure. Patient is okay. No leaks or bleeding 1 week post-case.